Event description:
Customer reports, a female having a CT urogram with contrast. Optiray 350 prefill 100ml syringe was loaded into the injector. IV access with a 20ga angiocath in the right ac. The syringe was connected to the IV access device with coiled tubing via an ICU medical needless valve (non-dehp hipressure clave). Injection protocol was 3ml/sec for 100ml volume. Injection started and CT scan completed. Technologist did not note contrast on the CT images and when the IV was inspected, the infiltration was noted. Patient did not state pain, but the technologist noted redness and swelling. The patient's arm was elevated and icing (cold pack) applied to the site. Patient treated and observed for two hours then referred to a plastic surgeon for consultation. Plastic surgeon discharged patient to home with instructions to continue treatment of icing (cold pack) and elevation of the extremity to relieve redness and swelling. If patient did not observe the site redness and swelling to decrease over the next few hours, to return. The patient has not returned and/or called.

Manufacturer narrative:
Field service engineer completed a full operational checkout and verification of injector system per service checklist. The system functions in accordance to manufacturer specifications. System returned to full service by the customer.